Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. It is presumed that the complainant's concern is the patient's postoperative iop of 6 mmhg, which may be considered to be low. There is no mention of stent system failure. The stent system labeling includes a precaution that the safety and effectiveness of the device has not been established in patients with chronic inflammation (such as fuchs heterochromic iridocyclitis). Possible root cause: low iop (hypotony) is an established risk associated with use of the stent system, which is clearly specified in the product labeling. (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient still had an intraocular pressure (iop) of 6 millimeters of mercury (mmhg) three weeks following a glaucoma stent implant procedure. Additional information was received, indicating that the patient is stable. The patient will be seen every week until there is a pressure rise. Further information was provided on (B)(6) 2017, indicating that the patient's iop was 59 mmhg.